Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during an in-clinic follow-up, noise resulting in oversensing and automatic mode switch on the right atrial (ra) lead was observed. The noise was able to be reproduced with left arm provocation testing. The suspected cause of the event was lead fracture, which was not confirmed with diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue to be monitored.